Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited undersensing. Boston scientific technical services (ts) suggested measuring atrial signals on programmer and choosing fixed sensitivity to be more sensitive. The device remains in service. No adverse patient effects were reported.